Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the upper left edge. This issue was identified during visual inspection in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection along with magnification was performed which observed a small tear at upper right side edge area. Functional testing was performed using tap water which identified a leak only at the upper right side edge area of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, during customer handling or damage sustained during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.